Event description:
It was reported that prior to use foreign matter and defective molding for stopper were discovered with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. There were 4 occurrences of foreign matter and 2 occurrences of molding defects. The following information was provided by the initial reporter, translated from japanese to english: embedded fm in tube x3, defective stopper molding x2, embedded fm in stopper x1.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding and embedded fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and defective stopper molding and embedded fm was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to the embedded fm issue through a CAPA # 90580, # 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter and defective molding for stopper were discovered with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. There were 4 occurrences of foreign matter and 2 occurrences of molding defects. The following information was provided by the initial reporter, translated from (B)(6) to english: embedded fm in tube x3, defective stopper molding x2, embedded fm in stopper x1.